Event description:
The customer reported that on initial turn on the heartstart mrx defibrillator intermittently displays a solid red x and makes a chirping noise. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.